Event description:
It was reported that the customer had issues with calibrating the meter to the insulin pump. The customer wanted to be able to receive the reading from the insulin pump. The customer was also hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was 530 mg/dl. The customer stated that she did not remember any events prior to the hospitalization because she did not wake up in the morning. The customer believed the cause of the hospitalization was that she suffers from gastroparesis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.